Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a high grade long stenosed lesion in the left anterior descending artery. A 2.5x15mm trek rx balloon dilatation catheter (bdc) was used to pre-dilate the lesion. The bdc was removed without issues; however, the shaft separated spontaneously once outside the patient anatomy. The procedure was successfully completed without further intervention. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: visual analysis was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified one manufacturing nonconformity issued to the reported lot that may have contributed to this event. A review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported separation appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.